Manufacturer narrative:
Based on the info provided, it is unk how the device may have caused or contributed to the event. A supplemental report will be submitted upon completion of plant's investigation.

Event description:
A peritoneal dialysis (pd) pt reported an iipv (dwell volume greater than 200% of fill volume). Treatment data provided below: fill 1: 2506 ml drain 1: 1813ml; fill 2: 2496 ml drain 2: 4583 ml; fill 3: 2496 ml drain 3: 2339 ml; fill 4 2496 ml drain 4: 3291 ml. The reported drain 2 volume of 4583 ml was 183% over the expected drain volume. The pd nurse was contacted and reported the pt switched cyclers and had no further issues. The pt performed manual exchanges so there were no missed treatments. Currently, the pt was receiving effective therapy. No swelling or serious injury was noted.

Manufacturer narrative:
The actual device was not returned to the MFR for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. Product labeling, material, and process controls were within specification.